Event description:
It was reported that the patient experienced recurrent hypoglycemia after meal announcements, including a low blood glucose of 55 mg/dl about 1.5 hours after eating, despite initial correction with oral glucose tablets following a post-breakfast low. Symptoms included hypoglycemia. Outcomes included use of oral glucose and completion of troubleshooting and education. Investigation included case review and provision of additional user training resources. Investigation of this case revealed no device malfunction identified and no device component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.